Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was unknown, and the meter bg reading was 499 mg/dl. Additionally, it was reported that the sensor expired prematurely. Subsequently, the customer went to the hospital due to a high bg level of 499 mg/dl and experiencing diabetic ketoacidosis. Customer was treated with intravenous fluids and an insulin drip, and was released from the hospital on (B)(6) 2019 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.